Event description:
The patient was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 50 ml/hr. 250 ml were delivered in about 1 hour. Following the event, the patient felt nauseated and vomited. There was no illness, injury or medical intervention resulting from the event. One patient involved.